Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bipolar lead impedance had abruptly increased from 506ohms to 1100ohms on remote interrogation. In office measurements on showed bipolar impedance at 1331ohms with unipolar at 436ohms. The lead thresholds both bipolar and unipolar had increased from 0.75v to 1v at 0.4ms. Sensing was reported as within normal limits. Oversensing was not able to be forced. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.